Event description:
Reporter alleged obtaining a discrepant blood glucose result of 296 mg/dl back to back with a result of 133 mg/dl on the compact plus system when testing was performed within 10 minutes. Reported stated she then took her medication as she normally would. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has the strips and so no product will be returned for eval.